Event description:
During a laparoscopic hernia repair procedure, there was a vascular injury. Per surgeon's notes, the right para umbilical incision, preperitoneal space inflated. The 10mm port (open technique) light inserted. The space was inflated with c02. A 10mm port was inserted in mid line. There was blood in the preperitoneal space. A laparotomy was performed and the vascular surgeon was contacted. Blood loss average was 500 ml. A blood transfusion was given. Eventually incision identified in external iliac artery. The patient was moved to another hospital and the hospital stay was extended. The patient is stalbe but very sore.